Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was not sending information to insulin pump. Customer reported of having diabetic ketoacidosis due to hot weather and not insulin pump. During troubleshooting, it was found that insulin pump meter option was set to "off". Customer was assisted with settings.